Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-sep-2022 to 19- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1.1 and 1.2 were not detected on bus due to solenoid. The field service engineer observed that the solenoid was seized. He replaced the solenoid, drawer controller board and modular controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary multiple cubies failed and did not detect on bus for drawer 1.1 and 1.2. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis medstation es is experiencing multiple cubie failures that necessitate maintenance and an alert indicating that the device is not detected on the bus has been triggered for auxiliary drawer 1.1. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the auxiliary drawers 1.1 and 1.2 were not detected. A field service engineer verified station and identified that the solenoid for the drawer 1.2 was seized, which prevented the drawer from opening. The field service engineer replaced the solenoid along with both controllers to resolve the issue. The system was functional as intended.